Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. In this case, although the root cause of the femoral pseudoaneurysm cannot be confirmed, the technique used for the arterial puncture and anticoagulation therapy may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with MDR # 2015691-2013-21985

Event description:
It was reported through the hospital source documents that three days post transfemoral tavr procedure, the patient developed a pseudoaneurysm as well as acute blood loss anemia, secondary to the groin incision. The patient received a blood transfusion. The access vessel¿s minimum luminal diameter (mld) was reported to be 7.0mm and the vessels were noted to be mild-moderately calcified and moderately tortuous. No difficulty was encountered inserting or withdrawing the dilators or sheath.